Event description:
It was reported that a peritoneal dialysis (pd) patient is in hospital fighting a bad infection that is dialysis related. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was experiencing severe abdominal pain on (B)(6) 2024. The patient went directly to the hospital. The patient was admitted with a diagnosis of peritonitis. The patient¿s white blood cell count was >60,000. The clinic has not received any documentation from the hospital related to culture results or antibiotic therapy. The patient¿s pd catheter was pulled, and the patient transitioned to hemodialysis (hd). The pdrn reported that based on the patient¿s white cell count that the patient either had a bowel rupture or that the patient had the peritonitis infection for a while prior to seeking treatment. There was no reported cassette leak or other issue with any fresenius product(s) reported for the peritonitis event. No additional information was available related to the peritonitis event.